Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high impedance measurements out-of-range of over 125 ohms, and loss of capture without asystole. No additional adverse patient effects were reported.